Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was constantly locked upon login despite being unlocked. A technical support specialist (tss) reviewed the information documented by the previous agent and identified that the user account was repeatedly being locked during authentication. The tss referenced the relevant knowledge article titled returning users stuck in a lockout loop ¿ lock inactive user duration setting with active directory password changed. The tss accessed the medication enterprise server, reviewed the user authentication records, and confirmed that the affected user had not successfully authenticated for an extended period. Based on this review, the user was determined to be inactive well beyond the configured inactivity threshold. The tss then verified that the lock inactive user duration setting was configured to one hundred eighty days at both the database level and within the application security settings. This configuration explained the repeated lockout behavior experienced by the user. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had an issue with the lockout settings for inactive users. The customer stated that the user was constantly locked upon login despite being unlocked. Customer tried multiple times and also attempted pushing 'dummy' changes, but still not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.